Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314drm ICD, implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient had an alert on the right ventricular (rv) lead. It was revealed that there was noise on the rv lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the distal conductor of the lead developed a fracture due to flexing while in vivo, the proximal conductor of the lead developed a fracture due to flexing while in vivo, and the outer insulation of the lead developed a breach due to a depression while in vivo; full lead returned and analyzed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.